Manufacturer narrative:
MFR date: 01/2013. Based on the available information, this event is deemed to be a serious injury. Additional patient/event details have been requested. However, no further information was could be obtained. Should additional information become available, a follow-up report will be submitted reported to the FDA on november 18, 2015. (B)(4).

Event description:
A complaint was reported by anvisa ((B)(6)) stating that "the product causes allergic reaction and skin lesion, detaches easily from the skin causing urethral injury due the sonda's traction (movement)". It is unknown if there was any treatment of the urethral injury, allergic reaction, and skin lesion.

Manufacturer narrative:
Device manufacture date previously reported on november 18, 2015 as 01/2013 is incorrect. Date has been updated. Review of the production documentation for the reported lot from the manufacturing site revealed no deviations. All specified product parameters were controlled by operators during production and met specification - no failures were found. Additionally, quality control was conducted on the finished product and retain samples from the lot were checked - no failures were found. There were no other complaints for the reported for batch, so this is considered to be an isolated incident. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 11, 2016. (B)(4).